Event description:
The facility contacted baxter (B)(4) to report an automix connector that "plastic particles were detected in different compounded bags. According to the... Customer [a] possible origin of the particles could be... The connector." This malfunction was observed during filling. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed during product evaluation. Therefore, no assignable cause could be provided for the reported condition.